Manufacturer narrative:
Continuation of d10: dtma1qq crt-d implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received possibly inappropriate anti-tachycardia pacing (atp) and high-voltage therapy for atrial f ibrillation (af) with rapid ventricular response that the cardiac resynchronization therapy defibrillator (crt-d) classified as ventricular tachycardia (vt). It was also noted that the right atrial (ra) lead exhibited low-amplitude measurements and undersensing re sulting in misclassification of treated vt and vt-non-sustained episode, unnecessary pacing at times, and termination of atrial tachycardia/atrial fibrillation (at/af) detected events in progress. The device and lead remain in use. No further patient complications have been reported as a result of this event.